Event description:
It was reported that this right ventricular (rv) lead exhibited dislodgement with pneumothorax and phrenic nerve stimulation. The lead was removed, inspected and repositioned successfully. No additional adverse patient effects were reported.